Manufacturer narrative:
(B)(4) captures the reportable event of defibrillation threshold (dft) testing and surgery.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to convert the patient's ventricular fibrillation (vf) on multiple occasions, thus the patient was brought in for defibrillation threshold (dft) testing. During testing the ICD did not convert the arrhythmia and two external shocks were given. The cause of the non conversion and unsuccessful dft testing was unable to be determined. Subsequently the patient underwent a revision where another manufacturer's sub-q coil with another manufacturer's adapter was implanted. It was noted that after the dft was less than 15 joules. The ICD and right ventricular (rv) lead remain in service and no additional adverse patient effects were reported.